Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. As a result, the patient underwent surgical intervention to replace the lead, and during the procedure, the physician was unable to retract the helix, so manual extraction was required. No additional adverse patient effects were reported. Information from the field indicates that the lead is not available for return as it was explanted several years ago.